Event description:
Rn (registered nurse) placed IV and then pressed the white button to retract the needle, but the needle wouldn¿t retract. Rn slowly pulled device back and felt immediate resistance. She called for a 2nd rn to assist. The IV was slowly removed. Rn noted needle had punctured catheter when removed.